Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis and was hospitalized. The customer reported the insulin pump was cracked. Troubleshooting was performed and found that there was a crack in the battery compartment. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was not active. The customer reported vomiting, confusion, feeling sick/unwell, headache, tiredness/weakness, altered vision/vision changes, and extremity pain/cramps as the symptoms. The customer got an IV insulin drip, and was hospitalized for diabetic ketoacidosis. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. The pump passed the screen test, led test and tone test. However, the pump was unable to vibrate during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump was cut open to perform visual inspection and found corrosion on the vibrator assembly. No corrosion or moisture damage found on the battery tube assembly, pcba1, pcba2, force sensor and motor assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrate during the self test. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. There were no unexpected pump errors/alarms noted 1 week prior to the event date 14-mar-2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for high bgs and dka. Cosmetic damage was confirmed at the battery compartment. Vibrate anomaly was confirmed. Vibrate anomaly due to corrosion on the vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.